Manufacturer narrative:
Supplemental report

Event description:
The international customer reported that the unit shuts off while on patient. The manufacturers service engineer evaluated the device and found that the unit would not turned on. The service engineer replaced the motor controller pcb board and power management board to address the finding, and reported the device returned to full functionality.

Event description:
Factory analysis of the power management pcb board revealed transistor and inductor failures. There were no failures identified during testing of the motor controller pcb board.